Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No additional information is expected. Masket, s. Pseudophakic negative dysphotopsia: surgical management and new theory of etiology; j cataract refract surg 2011; 37: 1199-1207. (B)(4).

Event description:
An author of a literature article, pseudophakic negative dysphotopsia, reported 11 complaints of intraocular lenses (iol) with negative dysphotopsia. Four surgical methods were used to treat the negative dysphotopsia; secondary piggyback intraocular lens iol implantation, reverse optic capture, in the bag iol exchange and one iris suture fixation. The primary outcome was no improvement or resolution of the negative dysphotopsia symptoms. This patient is unilaterally implanted and experienced negative dysphotopsia symptoms after implantation of an iol. A secondary piggyback lens was implanted and symptoms improved. No further information is expected. There are eleven reports associated with this event. This report is for the 7th patient.